Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the proximal end of the delivery wire and the deliver wire were kinked likely due to handling of the device. It was also observed that the main coil was kinked and stretched, the suture was broken, and the main coil was broken near the main coil junction. It is likely that procedural factors contributed to the reported friction and the observed damage on the main coil limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken. No consequences to the patient were reported.